Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported patient outcome could not conclusively be established through this evaluation. Multiple requests for additional information regarding this event and the product to be returned were sent to the account; however, to this date, no further information has been provided and the device has not been returned for evaluation. The heartmate 3 lvas IFU is currently available. Section 1 of this document lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's encephalopathy was reported under MFR # 2916596-2019-06018. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was discharged to a long term acute care facility with encephalopathy. On b)(6) 2019 a staff member at the facility notified the implanting center that the patient went asystolic and died. No further information regarding the cause of asystole was provided to the implant center. No further information was provided.